Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Primary surgery for oa took place on (B)(6) 2008 by using s-rom(a)/pinnacle. After 7 years from the primary surgery, the surgeon found the cup loosening by x-ray photos, and suspected it might be caused by metal on metal. The revision to remove the implants in question took place on (B)(6) 2015. The surgeon replaced the cup (121780054 pinnacl-a mlthl 54mm) with a support ring and a cement cup. She also replaced the stem with other s-rom(a). The sleeve in question was not removed and still remained in the patient¿s body. Black substances were found around the interlocking part of the taper, although soft tissue reaction was not found. The complainant has requested the investigation of these substances. The surgery was completed without any delay. The stem (part number: 900534210, s-rom(a) std neck36 18x12x135 std) was also reported as a removed implant. However there was only one option that is jde world and its product is srom 9/10 18x12x135 36. As we are not sure if the reported product correctly matches to the etq look up list, please let us refer it as below. 900534210 s-rom(a) std neck36 18x12x135 std, lot no.: 2377643, quantity : 1 returned :1, contact with bodily tissue? Yes, decontaminated? Yes, decontamination method? Other. The cup (121780054 pinnacl-a mlthl 54mm) was also removed and we have already asked a domestic distributor to investigate the complaint on this product. The patient is now under observation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The devices and reports were transferred to bioengineering for review. A report was received which states reviewed per wi-7915. Edge wear on the liner can be seen visually. It is not possible to say why this occurred, if it was due to the implant position; no x-rays were provided for review. Two fractured screws were returned, again it is not possible to say when this occurred. Taper damage was scored as a 3, again it is not possible to say why this occurred. S-rom head/taper connections were reviewed in CAPA (B)(4) with no corrective action required; a level of taper damage is to be expected from the literature. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.